Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose, and the insulin pump was malfunctioning. The caller stated that his son was running high, but his blood glucose meter was not reading his glucose level. The customer experienced headache, ketones, and nausea. No further information was provided.